Event description:
It was reported that a malfunction alarm occurred. The pump was replaced to resolve the issue, and the customer reverted to a backup insulin pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.